Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty circuit board. The technician performed a serial readout and replaced the board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced board and serial readout were returned to livanova (B)(4) for further investigation. During the evaluation of the serial readout, a second error message was discovered. It was determined that the first error message was caused by the faulty board, which was found to have damaged solder joints. Following the initial error code, the user attempted to hand crank and improperly powered the device on and off. This resulted in a second error code, which is the one reported by the customer. The returned board was scrapped. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 roller pump displayed an error message during a procedure. There was no report of patient injury.